Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Physician reported "change in the appearance of the left breast." Subsequently, physician reported left side "a lot of fluid around the breast implant," on ultrasound and MRI. Also reported "breast implant illness" which was determined to be not device-related. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ visibility/palpability: unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. ¿ other-medical ¿ ndr: unable to observe since it is not related to the device. As per the investigation procedure opening was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d6b, h3, h6.

Event description:
Physician reported "change in the appearance of the left breast." Subsequently, physician reported left side "a lot of fluid around the breast implant," on ultrasound and MRI. Also reported "breast implant illness" which was determined to be not device-related. Device has been explanted.